Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged/defective during use. The following information was provided by the initial reporter, translated from portuguese: "much greater malleability that impairs venoclysis".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field was updated due to additional information: b3: date of event: 01-jan-2022.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged/defective during use. The following information was provided by the initial reporter, translated from portuguese: "much greater malleability that impairs venoclysis".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 19-apr-2022. H6: investigation summary bd received four 22 gauge insyte autoguard devices from lot, 1197010, for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units but could not identify any visible defects. Next, the devices were sent for flashback testing and flow rates. No issues were found during testing. Based off the visual inspection and testing the engineer was unable to verify the reported defects. Since no defects were found during investigation a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged/defective during use. The following information was provided by the initial reporter, translated from portuguese: "much greater malleability that impairs venoclysis".